Event description:
Approx three (3) months post shoulder surgery (shoulder arthroscopic capsular repair procedure performed in 2005), the pt began having decreased motion. The pt's current condition is a decrease in the range of motion and intermittent pain. The doctor has diagnosed this as chondrolysis.